Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: the 97755 intellis recharger, serial #(B)(6), was returned for product analysis. Analysis revealed a no device found message. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said they were trying to recharge for the first time today and could not get the ins to charge. Pt described being in passive recharge mode (prm) with a middle number of 95 and said they had been in prm for 30 minutes. During the call the pt tried recharging the ins and saw poor recharging quality and mentioned that they had seen that screen several times. Pt said the rtm does get hot when recharging. Pt was able to connect to the ins without the rtm connected to the controller (battery levels: controller 70%, ins 80%). Pt also mentioned that when they used the belt, the rtm would not connect to the ins. No symptoms or patient complications were reported. Information was received from a patient (pt) regarding an external device. The reason for call was that the pt was having issues getting their implant charged. Pt said that their controller battery stays at a high battery percentage, but their implant battery is going down. Pt initially said the issue started on wednesday, and then corrected to thursday of last week, and that they haven't been able to fully charge since then. Pt mentioned receiving the replacement recharger. Pt said they have tried charging the implant while standing and sitting. Pt said they will see excellent recharging, and then as soon as they touch the controller, it shows yellow triangle and poor recharge quality. Pt said while trying to recharge, the controller will show "finished" but the implant is only at 50% charged; controller is at 80% charge. Pt asked if the controller port pins are ever an issue as whenever they move the controller or cord while charging, the controller turns right off (understood that pt meant the charging stops). Pt said they don't have any bandaging over the implant site when they charge but pt does still have staples. Pt said they can feel the implant unit and they don't have much swelling. On the call, pt removed battery pack from controller to collect serial number and pt said battery pack was warm, but not hot. Pt said the battery pack was hard to remove. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt said they don't think charging should be this difficult and that it was driving them crazy trying to get this to work.